Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a single gripper actuation failure as one gripper would not lower. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was advanced and implanted without issue. A second clip delivery system (cds) was advanced; however, one gripper would not lower. Troubleshooting was performed however was unsuccessful therefore the cds was removed. The procedure was completed with the mr reduced to 1-2. There was no adverse patient effects and no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close associate with the gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty lowering the gripper arm. There is no indication of a product issue with respect to manufacture, design, or labeling.